Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that since they've had the newest device put in, they can't stop leaking. Patient stated it worked for the first few days but since then it's just been constant leaking. Patient stated they started on program 1 and increased to 1.8v but could feel it vibrating and it was irritating and could feel it "biting them". Patient then changed it to program 2 and can feel it pounding. Patient stated when they lay flat, they again, feel it "biting them." Patient stated the doctor never gave any instructions on when to switch programs. Patient services reviewed with patient how to switch programs and recommended talking to the doctor about this. Patient decided to try program 3 at 0.6v. Patient services reviewed it should be comfortable and felt in the bike seat area. Patient will keep stim here and monitor symptoms. No further patient complications are anticipated or expected as a result of this event.